Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer was given juice and glucagon to treat. The customer experienced symptoms such as belligerence and confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will consult their hcp. The customer had 4 other paramedic visits for lows within 1 week. The customer had a change in medications 2 months prior and their settings were adjusted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading to not reportable for mmt-xxx as this must be reservoir. This need to be captured. As the event involved pump, infusion set and reservoir. Pump and infusion set were already captured. This needs to be downgraded.